Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2015 and mesh was implanted. On (B)(6) 2016, the patient had a revision surgery due to complications from the mesh. At revision, the patient was found to have recurrent right inguinal hernia of direct sliding type and pain. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.